Event description:
After successful pre-dilatation and stent deployment in the left common iliac artery, with via left brachial approach, the powerflex p3 was advanced to the lesion and the balloon was inflated using an indeflator. However, the balloon ruptured at eight atmospheres during the post-dilatation. The vessel had moderate calcification, no tortuosity and 90% stenosis. The product was prepared and clinically used as per the IFU. There was no reported patient injury. The product has been returned for evaluation testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.